Event description:
During a transport, rn reported that the transport isolette felt like it was blowing cold air inside. The temp was set to 35.1 degrees, but the isolette did not warm up beyond 27.8 degrees. The patient temp. Upon entering the isolette was 99.2. Patient temp. Upon arriving in nicu was 97.7.